Event description:
Reportedly, when dr with dr from a foreign country hospital performed an anastomosis of esophagus in 2006, the stapler fell off into patients cavity without being fired and following a normal operation. Then drs. Took out the staples with a forcep, but the anastomosis was unsuccessful. After that, they replaced another ppceea, which normally worked. Five months later: per response, the surgical time was extended by at least 30 min. Changed code from malfunction to serious injury. Procedure unk.